Manufacturer narrative:
(B)(4). Date sent: 03/30/2016. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is tissue pad coming back for analysis with rest of device? Or was tissue pad discarded? It is being returned with the device.

Event description:
It was reported that during a urology procedure, the teflon pad fell off. It was retrieved and the case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n9053m. Additional information was requested and the following was obtained: is tissue pad coming back for analysis with rest of device? Or was tissue pad discarded? It is being returned with the device. The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, a plastic elastic material was returned with the device. In addition, the tissue pad was not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch record was reviewed and no anomalies were noted during the manufacturing process.